Event description:
It was reported the patient had an elevate pc graft implanted on (B)(6) 2013. Several months following the implant, the patient experienced de novo urinary stress incontinence. An incontinence sling was implanted on (B)(6) 2014 which resolved the event. No further patient complications were reported in relation to this event.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received indicated that the patient experienced worsening and recurrent stress urinary incontinence.